Event description:
Clinical study. Same case as MFR report #: 2134265-2009-05187, 2134265-2009-05188, 2134265-2009-05192. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the pt experienced decreased and increased blood pressure. The index procedure treated the 90% stenosed, 8x10mm target lesion located in the right innominate carotid artery. A filter wire ez was advanced and successfully deployed in the target lesion briefly but when the physician attempted to remove the delivery sheath, the entire system pulled back into the common carotid artery. A second filterwire ez was then successfully deployed and following a 10x24mm carotid wallstent was placed. The pt's blood pressure began to drop, and atropine was administered. A 5.5x20mm sterling balloon was inflated six times at a maximum of 8 atmosphere's for 12 seconds. The blood pressure when increased and the event was considered resolved without residual effect. After post dilation, the residual stenosis was 10%. The pt was discharged the next day with a stroke score of "0".

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited, due to anatomical procedural factors.